Event description:
Pharmaplus has rejected 3 product deliveries in mexico due to divergence in the expiration dates of the product found on the invoice and on the product. 324915- batch: 3265263. 324913- batch: 4179003. 326785- batch: 4179008.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: additional information received, situation analysis embc-25-0003-sa and CAPA pr-00048 were opened to address this complaint.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.